Event description:
Patient reporting pump sn (B)(4) alarms "no cartridge detected". Confirmed patient is only drawing up 3ml. Patient will press confirm once cartridge is loaded and nothing will happen. This did not happen while in use and patient did not experience any adverse effects. Sending patient replacement pump. We will be returning defective pump for investigation. No other information known. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.